Manufacturer narrative:
Device eval results: could not duplicate free-flow reported. The free-flow clamp works correctly. Additional testing done by hospital concluded that there was no problem found after changing the primary and secondary tubing. The rn believes that the issue was with the tubing, not the pump.

Event description:
Reportedly, pump was connected to a pt and nurse states device went into a free flow. Pt was not harmed and no information could be provided about pt or nurse operating pump. Hospital's clinical engineering department was not able to duplicate situation. They are unsure if pump or tubing set is at fault.